Event description:
In 2007, the pt reported experiencing separated tubing which led to elevated blood glucose of over 600 mg/dl. The pt requested that he be called back in a week to finish gathering info regarding the incident. Several attempts were made to reach the pt for f/u. The following month, contact was made with the pt and he stated that he returned 4 separated infusion tubings to his area account manager. He stated that he does not remember the exact dates of any of the incidents. He stated his blood glucose elevated to over 500 mg/dl. His normal blood glucose range is 80-120 mg/dl. To lower his blood glucose he changed his infusion tubing an bolused through the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was returned for eval.